Event description:
Vitrectomy probe didn't cut at high cut rate. Started to cut at 1800 cpm, with too high a flow rate, during shaving vitreous base near detached retina. An iatrogenic retinal break occurred near the original horseshoe tear. Required diathermy/laser coagulation around iatrogenic break; gas tamponade. Prognosis reported as fair. Felt this could cause injury if it recurs.